Event description:
Patient #1 presented to clinic with left side chest pain radiating to full chest and was admitted to hospital after false positive troponin result. Triage results on (B)(6) 2011 at 5:05 pm: ckmb: 4.5, myo: 65, tni: 0.29. Hospital results on (B)(6) 2011 at 5:35 pm: ckmb: 1.5, myo: 61, tni: <0.10, tni: <0.02 (the hospital ran ultrasensitive troponin test). Original sample thawed from frozen specimen triage results repeated on (B)(6) 2011: ckmb: 1.9, myo: 67.5, tni: <0.05. The hospital's reference ranges are as follows: ckmb: <10, myo: <170, tni: <0.10, bnp: <100. ECG at clinic showed sinus bradycardia, otherwise normal ECG at hospital was abnormal and showed marked sinus bradycardia.

Manufacturer narrative:
Product support observations for tni recovery follow: no discrepant results were observed with the returned patient samples. No false positives or high bias in recovery was observed with any sample. Patient sample 1 on triage was <0.05 ng/ml and 0.00 ng/ml on access2, no discrepant results observed. All data points with cal z were below the manufacturing (mfg) cut off. One data point with cal h were below the mfg 2sd range, with a % recovery of 86%. No error codes or device issues were observed. No high bias or false positives were observed with any sample. Product support tested 2 returned patient samples, cal h (positive control) and cal z (negative control) on profiler lot w48340. Results for tni are below: cal z: all data points were below mfg cutoff. No false positives were observed. Cal h: % recovery was 86. One data point was outside the 2 sd range low. No false positives were observed. Patient 1: no discrepant results were observed. <0.05 ng/ml on triage, 0.00 ng/ml on access2. No corrective action required at this time as no product deficiency was established. (B)(4).